Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit even when a new battery was inserted. Blood glucose level at the time of the incident was around 200 mg/dl. The customer also reported that there was an open circle on the insulin pump's display. The customer was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.